Manufacturer narrative:
An internal non-conformance investigation was conducted in regard to the needle cannula separating from the hub. As a result of the investigation, it was determined that the preventative maintenance procedure for the needle machine was to be updated. It could not be determined who was the initial reporter, at the time of the reported incident date ((B)(6) 2011), there were no complaints received that involved pts or operators. This device is for pharmacy use only, and is not intended for pt use. A review of the risk documentation was performed, and it has been concluded that this issue is not occurring with greater frequency or severity than anticipated.

Event description:
During review of maude database, this report was discovered, the following numbers were included on the report. Report number (B)(4). The following is text directly from the report: "the needle was disconnected from the top of the hub while using it to prepare IV solution. This has occurred at least several times in the past year, although it had never occurred previously." This MDR is being filed as a result of baxa's policy to file an MDR for every medwatch received.